Manufacturer narrative:
D9: date returned to mfg 11/21/2024. One device was received for evaluation. A functional test was performed and the reported issue duplicated. The cause of the reported issue was due to the printed wiring assembly (pwa). As a result, the pwa and motor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
E1: phone extension (B)(6). Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 45639. There was no patient involvement.